Event description:
As a patient was undraped, a dime size reddened area on the right lower abdomen was noted. The patient sustained a burn that had blistered which looked like a burn caused by tape. Initially, this burn was reported to be a less than first degree burn. It is not known if this burn was a first or second degree burn. This burn was apparently caused from contact between the cautery and the abdominal retractor. Upon further clarification, the valleylab generator was incorrectly grounded/connected/setup, such that the machine fired when it was not supposed to and caused the burn. Thus, it was not the cautery pencil. It is possible the burn could have been a result of the generator accessories, such as the grounding material. It was initially reported that the operating room staff fired the machine (the generator), prematurely. The operating room staff has since been retrained in the use of this generator. Lack of training time may have been a factor in this event. The physician was notified and silvadene cream was applied to the area. The facility reports they do not know when they began using this device, the force fx electrosurgical generator. There is no previous history of this type of device problem. This generator is not a single use device. The generator was not reprocessed. The device is checked by the biomedical engineering department every six months as part of a preventive maintenance program.